Event description:
According to available information, this device required replacement due to not working. It was noted the valve was empty. The reservoir was retained. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. A partial separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump. This was not a site of leakage. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the exhaust tubing of cylinder 2. Partial separations, surrounded by abrasions, were noted on the exhaust tubing of cylinder 2. These were not sites of leakage. An aneurysm was noted on the bladder of cylinder 2. This is not a site of leakage. No functional abnormalities were noted with the detached inlet tubing or connector. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. The device is capable of generating pressure sufficient to cause an aneurysm. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.